Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing and inappropriate defibrillation therapy for atrial fibrillation (af) with rapid ventricular response that the cardiac resynchronization therapy defibrillator (crt-d) classified as ventricular tachycardia (vt). The patient was noted to be non-complaint with anti-arrhythmic medication and to have an electrolyte imbalance. The patient was hospitalized for several days and treated with medication. The physician attributed the event more to the patient's clinical status versus the crt-d. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.